Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two capsules that failed to attached. The first capsule did not deploy with the correct use by physician. The second capsule was calibrated and correctly placed. It did not deploy as well, when removing the wire the capsule dropped behind the patient¿s tongue above vocal cords. It was retrieved with forceps by the doctor. There were some bleeding of oral mucosa due to the intervention performed.